Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed as "high", specific value was not provided. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. Customer declined further troubleshooting, no additional information was available.